Event description:
Information received with return of the device notes that a loss of output was observed a couple of minutes after connection to the leads. The device went to no output and the patient "collapsed". The device began to work again for several minutes, then abruptly stopped. The magnet rate was 54ppm and the device could not be interrogate.